Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switches. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during testing. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error, hospitalized high readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 593 mg/dl during time of admittance. The customer treated with a manual injection of insulin. The customer stated that she had a no delivery alarm and the buttons were hard to push and she cannot rewind the pump sometimes. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the keypad connector was fully locked. The insulin pump passed the displacement accuracy test.